Manufacturer narrative:
Correction information was provided in d.4. H.6. Correction: on initial MDR the FDA evaluation codes of d10, d1101 was an error. It should have been d15 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned adhered to a piece of white medical sponge material in a plastic bag. Viscoelastic was observed on the lens. The lens was cleaned with klrp to further evaluate. One haptic was broken in the gusset area. The broken haptic was returned. The optic was cut into pieces, typical of an insertions and removal. The optic posterior and anterior surfaces have parallel lines of cracked optic damage similar in appearance to damage from an instrument used to grasp the lens. Product history records were reviewed and documentation indicated the product met release criteria. The associated cartridge and handpiece information was not provided. It is unknown if qualified products were used. A nonqualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The lens was returned cut into pieces, typical of an insertion and removal. Broken haptic damage was also observed. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the company lens 17.5 diopter (add power +2.2/+3.2 diopter) was removed and replaced with a non-company monofocal 16.5 diopter lens. Due to the exchange of a multifocal for a monofocal lens, and one diopter less, this suggests that a monofocal may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision, and eye pain. The iol was exchanged for non-company monofocal model lens 01 month 03 days following the initial implant procedure. Additional information has been requested and received stating, distance vision and night vision was blurry. Pain and pressure are main complaints. In the surgeon's opinion the product did not contribute or cause pain and pressure but contributed or caused blurry vision and night vision. The iol was exchanged for non-company monofocal model lens 01 year 1 month 03 days following the initial implant procedure. The patient¿s issues were resolved. The surgeon¿s prognosis was good. No patient harm.